Event description:
It was reported the patient is without stimulation and his ipg is unable to communicate with external devices. The patient has not used his scs system for an extended period of time. The patient is to console with his physician as the next course of action.

Manufacturer narrative:
Field correction: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.